Manufacturer narrative:
Rationale: investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical support services had reached out to the customer for further troubleshooting. It was noted that the customer is well aware of the factors that can cause hemolysis and is trying to prevent them. Bd will continue to work with the customer as there are educational opportunities to have a clinical consultant work with their clinics where high hemolysis rates are observed. Customer is also open to exploring alternate bd acquisition products such as pbbcs ultratouch. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the customer experienced intermittent hemolysis issues with the bd vacutainer® brand sst ii advance tubes containing silica and gel, due to "analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh". It was reported that the machines responsible for assigning the tubes a hemolysis index were "accurate and could be verified by other methodology" over the course of 4 years, between 2008 and 2012, but are "not so much" accurate now with the results. As reported by the customer, "over the years, I have encountered hemolysis problems intermittently, and rarely, even after education, a tech may still have a high hemolysis rate on chemistry tubes. We note it most there because of analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh and a few others. From 2008 to 2012, the hemolysis index given by the machines was accurate and could be verified by other methodology. Not so much now. Please tell me what the vacuum pressure is for each of the following tubes: 5 ml 367955; 4 ml 368879. 3.5 ml 367961;3 ml 367960".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the customer experienced intermittent hemolysis issues with the bd vacutainer® brand sst ii advance tubes containing silica and gel, due to "analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh". It was reported that the machines responsible for assigning the tubes a hemolysis index were "accurate and could be verified by other methodology" over the course of 4 years, between 2008 and 2012, but are "not so much" accurate now with the results. As reported by the customer, "over the years, I have encountered hemolysis problems intermittently, and rarely, even after education, a tech may still have a high hemolysis rate on chemistry tubes. We note it most there because of analytes highly sensitive to hemolysis such as k+, mg+, ast, alt, ldh and a few others. From 2008 to 2012, the hemolysis index given by the machines was accurate and could be verified by other methodology. Not so much now. Please tell me what the vacuum pressure is for each of the following tubes: 5 ml 367955; 4 ml 368879; 3.5 ml 367961; 3 ml 367960"